Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device using the pre-close technique via an 8f sheath prior to an atrial fibrillation cryoablation procedure. Reportedly, the sheath was upsized to 12f and the procedure was completed. Hemostasis was attempted to be achieved with the one preplaced proglide suture. Hemostasis was not achieved. Another proglide suture was place and hemostasis was not achieved. Figure-eight suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It should be noted that the perclose proglide instructions for use, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.